Event description:
It was reported that a perforation was located in the right coronary artery (rca). The 3.0 x 16 mm graftmaster stent failed to cross to the perforation and it was withdrawn. A 3.5 x16 mm graftmaster stent was then attempted to cross; however, it also failed to cross and subsequently dislodged. The dislodged stent was retrieved, via a snare. No further treatment for the perforation was attempted. The patient was kept under observation and the perforation was reported to have resolved with no further treatment. No adverse patient sequela was reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional graftmaster referenced is being filed under a separate medwatch report.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.